Manufacturer narrative:
On (B)(6)2021 the customer was hospitalized for high blood glucose's/diabetic ketoacidosis. Pump error 63 noted in the device alarm history screen. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0875 inches. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 noted during testing. However, pump error 63 (variable 3) on(B)(6)2021 at 08:23:33.000 was present in the device trace download. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, stained keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. The insulin pump passed the functional testing. No pump error 63 noted during testing. However, pump error 63 (variable 3) on (B)(6)2021 at 08:23:33.000 was present in the device trace download due to broken trace at pin 6 (sda) on keypad assembly. Unable to confirm alleged high blood glucose's/diabetic ketoacidosis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear on (B)(6). 2021, the customer was hospitalized for high bg's/dka. Pump error 63 noted in the pump's alarm history screen. Cosmetic damage. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0875 inches. Thus and carelink software was utilized and downloaded trace/history files properly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 noted during testing. However, pump error 63 (variable 3) on 12/07/2021 at 08:23:33.000 was present in the pump trace download. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, stained keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. The pump passed the functional testing. No pump error 63 noted during testing. However, pump error 63 (variable 3) on 12/07/2021 at 08:23:33.000 was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to confirm alleged high bg's/dka. Cosmetic damage was confirmed on the display window, display window cover, case, keypad overlay, keypad overlay and retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer's mother reported that customer visited emergency room and then was hospitalized on (B)(6) 2021.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The event date information has been updated and provided in b3 section of this report. The hospitalization information has been updated and provided in b5 section of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis with high blood glucose of 500 mg/dl on (B)(6) 2021. The customer was treated with bolus delivery of insulin and intravenous insulin drip at the time of incident. The customer also experienced nausea, tiredness, cramps and increased thirst. The customer was using insulin pump system within 48 hours of the high blood glucose levels. It was also reported that they received pump error alarm and were able to clear the pump error alarm and rewind the insulin pump. The customer's last blood glucose reading was 301 mg/dl. The insulin pump will be returned for analysis.